Event description:
The customer reported that the high definition autoclavable camera head housing/cord is cut. There were no reports of patient harm.

Manufacturer narrative:
E2: yes. G1 - manufacturer contact facility name - (B)(4). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
As part of the investigation, three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request of a ¿housing cord cut¿ was confirmed as a slice was found. Additionally, the image has noise due to a faulty image sensor (ccd) and has a bent coupler base plate. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. However, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: - before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.